Event description:
It was reported that this pacemaker system exhibited low out-of-range (oor) pacing impedances on the non- boston scientific right atrial (ra) lead measuring less than 200 ohms. The health care professional inquired about turning off the alert notification. At this time, the pacemaker and ra lead remain in service. No adverse patient effects were reported.